Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 24mm watchman laa closure device & delivery system were used. The closure device was deployed, but needed to be fully recaptured. After the recapture, a pericardial effusion was noticed. It was monitored for 20 minutes and did not increase. The patient remained hemodynamically stable. The procedure was not completed and the patient was fine.